Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient revised for osteolysis and metallosis, could not separate metal liner from shell that extended the surgical procedure. Doi 2006, dor (B)(6) 2011 (right hip). Update 01/26/2012: litigation papers were received. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2006. Update: 10/17/2012: pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 01/27/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A stem is being added to address the elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.